Event description:
It was reported the pt was unable to establish communication with her ipg using her charger or programmer. She stated she had not used or charged the system in 5-6 months. Alternate external devices were unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
Correction # 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.